Manufacturer narrative:
The serial number of the cobas 8000 c702 module is (B)(6) . The (B)(6) 2025 alarm trace showed several abnormal aspiration alarms for the sample probe, indicating a possible pre-analytical problem. The field service engineer inspected the module and verified the rinse unit's function. He also decontaminated the sample probe. The investigation is ongoing.

Event description:
The initial reporter received a questionable glucose hk gen. 3 test system result from one patient sample tested on the cobas 8000 c702 module. On (B)(6) 2025 : the initial result was 144 mg/dl. On (B)(6) 2025 : the repeat result was 267 mg/dl. The initial result was not reported outside the laboratory. The repeat result was deemed to be correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA/510k (premarket numbers) updated. The field service engineer also performed preventive maintenance and replaced the diaphragm vacuum pump. He performed successful mechanisms checks and qcs. The investigation excluded reagent issues, as there were no further global cases against the reported reagent lot. The investigation determined the event was consistent with leaky vacuum tubes or a malfunctioning diaphragm vacuum pump.